Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced dizziness, light-headedness, headache and pain down the right leg following a trial lead removal procedure. The physician treated the patient with intravenous morphine for 30 minutes. The physician ordered a CT scan and the patient was released. However, the patient did not have the CT scan due to insurance issues. Follow-up determined the dizziness and headache have been resolved. The physician does not believe it is a spinal headache.